Event description:
It was reported that the water temperature dropped out and patient temperature plummeted on the back of this in an arctic sun device. This happened twice during the rewarm phase of therapy. Per sample evaluation results on 13nov2023, it was reported that the arctic sun device failed the protective earth during est due to high resistance.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature dropped out and patient temperature plummeted on the back of this in an arctic sun device. This happened twice during the rewarm phase of therapy.